Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1vj10037, implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, lot# va1vj10035, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10/15/2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10/15/2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of relief and severe pain in their back (level 8-9). Per the hcp, the leads moved symmetrically down to the top of the disc space at t9-t10. A manufacturer representative (rep) reprogrammed the device on (B)(6) 2019 and obtained good results. The hcp was hopeful that a lead migration procedure would not have to be done. The issue was noted to be resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, lot# va1vj10037, implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, lot# va1vj10035, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).